Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board, power management board and internal battery. The sensor board, power management board and internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to an open trace caused by mishandling of the board. The power management board and internal battery were evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, internal battery and power management board were replaced to address the issues. The device was found to have evidence of physical damage.